Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced multiple occlusion alerts and partially completed insulin announcements despite changing supplies several times, consistent with a failure to infuse associated with the motor component; the user also noted louder noises during piston rewind and tubing fill and reported a prior failed dry run with an alert indicating a motor stall. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communication problem identified during assessment, with the event characterized as a failure to infuse and linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.